Event description:
Event description boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced several episodes of ventricular fibrillation (vf). This was due to a premature ventricular contraction (pvc) occurring during the atrial blanking period, and the paced ventricular event falling in the vulnerable pvc period, causing polymorphic ventricular tachycardia (vt). The physician questioned how to program the device to prevent this issue.